Event description:
The report stated that a pt had an injury involving tissue loss during a skin graft procedure with the dermatome. The device was also noisy. Integra has requested additional clinical information.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.